Event description:
Ett exchanged due to cuff leak with 7& 1/2 ett. 3 days later, ett with audible cuff leak, lower tidal volumes however saturating >90%. Required ett exchange with paralytic administration. Exchanged 7 & 1/2 ett for a size 8 today. Upon removal of ett, unable to fully inflate distal cuff and appears to be an ett malfunction. Will provide ticu management/educator with faulty ett to evaluate.